Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is possible the electrode was not completely submerged in saline during activation. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿check irrgant/electrode error comes up if the superpulse generator is activated when the electrode is not in saline or with only one resectoscopic cable connection present the above message will be displayed. No rf output will occur. Additional note: only use 0.9% w/w saline for irrigation. ¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Concomitant medical product involved- with serial number (characters would not fit) wa22603s, lot # 1000096653 (electrode). Generator cord (model/lot no) unknown. Generator -s/n (B)(4). Technical assistance center (tac) support engineer performed troubleshooting with the customer by instructing customer to try different lot of electrode and a different lot of the cord . In a follow up call, customer reported that the issue was resolved by switching to another loop (electrode) . Tac noted that the generator will not be returned due to the customer reports that switching out the electrode with another lot number resolved the issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported that they are getting a " check irrigation/electrode "message (error 400 ref 26). Customer switched out the generator cord and got the same error. The issue occurred during a therapeutic procedure. There was no patient harm, no user injury reported due to the event.